Manufacturer narrative:
Reference MFR report # 2916596-2016-02474 for the patient's previous pump exchange due to suspected thrombus. (B)(4). Approximate age of device - 32 days. The patient remains ongoing on lvad support with the replacement device. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On 11/21/2016, it was reported that the pump was exchanged due to suspected thrombus. On (B)(6) 2016, the patient again presented with clinical signs of hemolysis and the pump was subsequently exchanged on (B)(6) 2016.

Manufacturer narrative:
Device thrombosis was confirmed based on the evaluation of the returned pump. Upon disassembly of the device, a thrombus formation was found surrounding the inlet bearing cup and ball. The thrombus ring appeared to have formed in laminated layers and was denatured, indicating that the thrombus formation developed over an undetermined amount of time while the pump was operating. Examination of the outlet stator also revealed a deposition situated in between the outlet bearing ball and stator blades. The formation was not denatured and was tissue-like in nature. In addition, the formation lacked laminated layering, suggesting that it did not initially form in the outlet stator. The origin of this formation and duration of time for which it was present in the pump could not be determined. The remaining blood contacting surfaces were free of depositions and thrombus formations. Although a specific cause for the development of the observed depositions could not be conclusively determined, they could have potentially contributed to the reported hemolysis. The pump bearings, rotor, and blood contacting surfaces were examined under a microscope. No abnormalities were found. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.